Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not approved for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the extractor adapter broke. The tip of the extractor remained in the stem, which was able to be removed with a delay of about 15 minutes. No parts were retained in the patient. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified signs of use (scratches and marks), the adapter end has fractured. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.